Event description:
Additional information received reported the patient received assistance from her doctor or manufacturer representative on (B)(6)-2012 and her concerns were resolved. The patient turned off her device with consultation from another physician.

Event description:
It was reported that the patient experienced adverse effects to the sciatic nerve and bowels following implant. Symptoms included diarrhea and stomach cramps followed by constipation. Patient also had intermittent pain in the rectum area sitting or standing up. After turning the implantable neurostimulator off the patient experienced a decrease in pain. A pre-existing sciatic nerve condition was exacerbated by the stimulation. The patient also had a pre-existing constipation issue. It was also reported that the patient has trouble walking while stimulation is turned on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v620583, implanted: 2011 (B)(6), product type lead product ID, 3037 serial# (B)(4), product type programmer.